Event description:
Fenestrated bipolar forcep has no red dot (meaning instrument expired) on instrument, but when inserted into robot, screen says instrument expired. ====================== manufacturer response for fenestrated bipolar forcep, fenestrated bipolar forcep has no red dot (meaning instrument expired) on instru (per site reporter). ====================== pending.